Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and found in artemis, the 23008 error was found indicating pot to encoder fault on the unit yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a fixture test platform (pftp) where sensors check was found to be failing on the yaw axis and the 23008 error was found in the logs, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight pca was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the technical support engineer (tse) walked caller through exercise of universal surgical manipulator (usm) 2 axis 1 with no change. Tse walked caller through emergency power off (epo) of patient side cart (psc) with no change. Tse walked caller through disable of usm2 and system completed post as a 3 arm system. Customer is moving forward with case knowing system will not prompt user for deploy for draping, docking, targeting, or table motion. The procedure was completing as planned with no reported injury.